Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an elective pacemaker replacement procedure, issues were encountered with the replacement device during the commanded auto threshold test on a pacemaker dependent patient. During the test, capture was lost; however, the test continued to decrement until the field representative cancelled the test. Loss of capture was estimated at six seconds. The patient had a temporary pacing wire in and no adverse events were reported. Boston scientific technical services (ts) was contacted for troubleshooting. It was discussed that an extra cardiac signal may have been confused for an evoked response (ER). The physician requested a new device for implant.